Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. The biomed also reported that the machine was giving a low temperature message. The issue was identified during heat disinfect; there was no patient involvement. When testing the heater rod, the biomed stated it was out of limits (ol). When the heater rod was removed from the hydrochamber the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 536 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged part was not available to be returned for manufacturer evaluation as it was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed and the cause was traced to a component failure.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. The biomed also reported that the machine was giving a low temperature message. The issue was identified during heat disinfect; there was no patient involvement. When testing the heater rod, the biomed stated it was out of limits (ol). When the heater rod was removed from the hydrochamber the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 536 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged part was not available to be returned for manufacturer evaluation as it was discarded.